Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the complaints of pain and burning at battery site that radiates down entire left leg for the past 2-3 months. He states that his leg feels week and sometimes numb. The symptoms are present when the device is both on and off. Turning off device does not at all improve symptoms. He states that pain is affecting his sleep. He further states that device has not provided any relief since it was last revised in (B)(6) 2018. (Please refer to 702790286 for previous revision). Patient denies any falls, traumatic injury, or other predicating events. Device was interrogated. No alerts noted. Device usage at 4% in last 30 days. Patient  reported getting a message on his patient programmer that said ¿corrupted data¿ and he has to reset the device by removing the battery every 2-3 weeks. Cs was able to unlock device and connect to battery without issue today. Patient reported that he is currently on oral antibiotics for elevated white blood cell count of unknown origin. Np advised that they would not proceed with scheduling explant until he was off antibiotics and clear of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the complaints of pain and burning at battery site that radiates down entire left leg for the past 2-3 months. He states that his leg feels week and sometimes numb. The symptoms are present when the device is both on and off. Turning off device does not at all improve symptoms. He states that pain is affecting his sleep. He further states that device has not provided any relief since it was last revised in (B)(6) 2018. (Please refer to (B)(6) for previous revision). Patient denies any falls, traumatic injury, or other predicating events. Device was interrogated. No alerts noted. Device usage at 4% in last 30 days. Patient  reported getting a message on his patient programmer that said ¿corrupted data¿ and he has to reset the device by removing the battery every 2-3 weeks. Cs was able to unlock device and connect to battery without issue today. Patient reported that he is currently on oral antibiotics for elevated white blood cell count of unknown origin. Np advised that they would not proceed with scheduling explant until he was off antibiotics and clear of infection.

Event description:
Additional information from the rep indicated that the contributing factors for the burning/pain at the ins site was unknown. The patient will have the device explanted, but surgery has not taken place yet at this time. Controller serial number is unknown.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.